Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on 03/20/2026, at approximately 3:00 am, the patient received a cgm alert indicating a glucose value of 300 mg/dl. In response, she self-administered 12 units of insulin via insulin pen. At approximately 8:00 am, the patient awoke. She did not check her bg with a glucometer. Cgm readings at that time were not recalled, and the patient reported no symptoms. While using the restroom, she became dizzy, lost consciousness (loc), fell, and struck her head, resulting in head pain. The patient reported being unconscious for approximately one hour. After regaining consciousness, the patient crawled to her bed and later contacted her husband, who returned home from work and transported her to the emergency room (ER). Treatment at home after she regained consciousness before traveling to the ER was not specified. Upon arrival at the ER laboratory testing revealed a blood glucose value in the range of 400¿500 mg/dl. The patient was disoriented and did not have her cgm receiver available, so no cgm reading was obtained in the ER. The patient was treated with IV medications (including insulin and saline). She was admitted to the hospital due to high glucose reading, low blood pressure and complained about a bad headache which resulted in diagnostic imaging (CT scan and MRI). The cgm sensor was removed because of the MRI procedure. She had a pre-existing condition (foot infection) at the site of a previous toe amputation. She remained hospitalized until (B)(6) 2026. At discharge she received an oral antibiotic for the foot infection (linezolid, unspecified dosage). At the time of the call on 04/03/2026 she felt well and was in good condition. She stated on the call she kept getting high readings or just "high" on the cgm, and since she didn¿t have a bg meter comparison at home, she thought her cgm was not working right at the time of the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.